Event description:
It was reported that during a laparoscopic gastric bypass procedure, the surgeon used the stapler and the first three reloads went fine. During firing the fourth reload the stapler locked immediately at the first stroke. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Damaged cartridge, damaged one piece sled, damaged drivers the ec60a device was received for analysis with no visual non-conformances and with an ecr60d cartridge loaded in the device. The cartridge reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence. However a breaking noise was heard. Upon firing the cartridge it was noted that the right side was fully fired and left outer row fully fired, left two inner rows partially fired 1/5. In addition the returned reload was disassembled to verify the condition of the internal components and the one piece sled, cartridge body and some drivers were damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. The batch record was reviewed and no anomalies were noted during the manufacturing process.